Manufacturer narrative:
This report is for an unknown screws: locking/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a revision surgery due to nonunion of the unknown humeral nail. After opening the patients shoulder it was discovered that there was a rotator cuff tear, therefore the surgeon made the decision to leave the nail. The implant catalog numbers are unknown however based on the x-ray it is a humeral nail expert with two 4 mm locking screws. The two screws appear to be broken but are contained within the bone. There are fragments that have been generated from the broken device but were retained. The original date of surgery was (B)(6) 2017.  There  was no surgical delay and the procedure was successfully completed. Patient status was good. Concomitant device reported: unknown humeral nail (part # unknown, lot # unknown, quantity # 1). This report is for one unknown screws: locking. This is report 1 of 2 for (B)(4).